Manufacturer narrative:
The device was manufactured between: october 7, 2016 ¿ october 10, 2016. The device was received for evaluation. The unit was returned to the plant with fluid inside the bag that contains the unit which indicates leakage has occurred. During functional testing, a leak was observed at the solvent-bonded junction of the tubing and stress member. The reported condition was verified; however, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume infusor leaked. The leak was observed between the stress member and the tubing. The event occurred during filling. There was no patient involvement. No additional information is available.